Event description:
It was reported that during the painting femur screen in a cori procedure, both screens turned off and on the little touchscreen on the console showed a blue man icon. They had to hard reboot the system to restart the case and continue from the beginning. Everything after that went smooth but it did cause a delay of about 5-10 minutes. No other complications were reported.

Manufacturer narrative:
H6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.